Manufacturer narrative:
(B)(4). All available information indicates the lead remains in service. This report will be updated if further information becomes available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing resulting in six second pause. The patient did not lose consciousness. There has been no shock therapy recently. The field representative indicated the patent has been referred for a lead replacement. Previously oversensing had been observed and the sensitivity was raised at that time. There were no adverse patient effects reported.